Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported a replace battery now alarm with a prior low battery alert and it was the second occurrence in less than 8 hours. Blood glucose value at the time of event was 300 mg/dl. The customer was treated with an insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting was performed for high blood glucose event and the customer was advised to consider changing insulin, reservoir and infusion set. Troubleshooting was performed for the replace battery now alarm and instructed the customer that the insulin pump will be replaced and the customer can continue to use the insulin pump until a replacement arrives if a new battery was installed. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. Unit passed dat test at 0.0874 inches. Unit was successfully downloaded using thump. No unexpected alarms/alert/anomalies noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. During download history review, failed battery test alerted on (B)(6) 2025 13:13:47 and (B)(6) 2025 13:14:07 and low battery alerts occurred on (B)(6) 2025 04:53:00 and (B)(6) 2025 20:30:00. Battery cycle 8.0 received the lowbatteryalert (104) on (B)(6) 2025 04:53:00 faster than expected at 1.83 days. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 20:30:00 after more than 7 days at 15.15 days. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay and scratched case. Customer experienced an unexpected power loss of less than 7 days per the pump history. Unexpected battery power loss was confirmed, suspecting hardware issue. No unexpected alarms/alert/anomalies noted during testing. Unable to confirm high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.